Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold. The ra helix was unable to fully retract and reextend during the repositioning procedure. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were a helix mechanism issue and capturing issue. A complete lead was returned for analysis. The reported events of a helix mechanism issue was confirmed. The cause of the reported event was isolated to the dried body fluids in the helix housing. The reported event of a capturing issue was not confirmed. Electrical testing did not find any anomalies.